Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor delivers pulse below lower limit) has been confirmed. Upon investigation the monitor failed to deliver the first pulse and was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor did not deliver a pulse and it would not power on.